Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. In march 2006, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery has been scheduled to explant the c1 device.